Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Evelyn called in and spoke with customer service and states that the seat & back upholstery is sagging.